Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn4146 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer " well, I just did my 2nd PICC , unless I go very very slowly, the lollypop is lost. Also, I saw wonky p-waves. Looks good, then several in a row look like there is interference, huge deflections, and then it goes back to a good reading. . . Haven t been able to rule out a problem with the new stylets either. "